Event description:
Surgeon reported that a patient is requiring a revision surgery as previously implanted item is broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.